Manufacturer narrative:
Reference: CAPA-20-00141.

Manufacturer narrative:
(B)(4). Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. This type of event does not represent a malfunction of the device. The root cause of this event cannot be determined with the available information. However, this event was most likely impacted by technical error during implantation of the bioprosthetic valve. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported to the patient registry that a 31mm 7300tfx (ipr-1374244-20190906-1) pericardial mitral valve was explanted at implant due to very severe mitral regurgitation. Upon seating and securing the valve with cor-knot it was observed that the leaflets appeared taut and upon testing they exhibited very severe insufficiency. The valve was explanted and replaced with a 29mm 7300tfx (ipr-1374244-20190906-2) pericardial valve. Iabp was placed to assist in weaning from bypass. Tee showed the implanted valve was seated well with no evidence of any significant stenosis or regurgitation. Additional procedures include maze procedure, laa with an atriclip, and raa. The patient left the operating room in critical condition. Postoperatively the patient became very unstable with respiratory and cardiac failure. Echo revealed lateral wall was hypokinetic and the patient was taken back to the or on pod #1. A CABG x1 was performed due to concerns about the circumflex coronary artery with the mvr, given that the circumflex was a dominant vessel. The patient had difficulty weaning from bypass and was placed on ECMO. The patient tolerated the procedure well and left the or with ECMO/iabp and in critical condition.